Event description:
Vaso view hemopro 2 endoscopic vessel harvesting system by getinge defective kits x2 1. Ref (B)(4), lot # 3000442263. 2. Ref (B)(4), lot # 3000426269. Site confirmed no patient harm. Or will return to vendor at vendor's direction per the pa-c who was working with the vasoview the hemopro times out to the point where it will not cut anything. Rep has been talked to about the problem. Manufacturer response for vessel harvesting system, vaso view hemopro 2 endoscopic vessel harvesting system (per site reporter).